Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a clinic received an alert indicating that this insertable cardiac monitor (icm) device had stopped working. The device, implanted recently, is no longer sending updates and appears to have a connection issue or not working as expected. Although the battery status looks normal, the device is not connecting and is stuck in a non-functional state. Monitoring was disabled due to an unknown cause. A replacement is needed to restore monitoring. The issue has been escalated for engineering review, and the device is expected to be returned for analysis. Additionally, warranty information was requested. It was confirmed that the icm has an 18-month warranty. The specific device in question is eligible for full warranty credit if all conditions are met, it must be replaced within the warranty period, with another boston scientific device. No adverse patient effects were reported. This icm device remains in service. Additional information was reviewed, this icm was explanted and replaced with another device due to a malfunction. No adverse patient effects were reported.